Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported that the patient's blood glucose levels reached 408 mg/dl while wearing the pod between 1 and 4 hours. The pod was leaking insulin. When removed from the infusion site (abdomen), the pod's cannula was found crooked/bent. As treatment for hyperglycemia, a new pod was applied and a correction was delivered.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within the specification. The download data did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. A leak test was performed by manually occluding the distal tip of the soft cannula and no leaks were observed throughout the entire fluid path. The pod was found to function as intended with no evidence of any damages or manufacturing malfunctions that would result in device leaking fluid.